Event description:
On (B)(6) 2010 patient reported he received an e4 (occlusion) error while trying to bolus 10 units of insulin. Patient stated he then received an a8 (bolus cancelled) alert. Patient reported the insulin cartridge and the infusion set were changed 30 minutes ago following another e4 (occlusion) error. Had patient disconnect from the infusion headset and prime 7 units of insulin through the infusion tubing; was successful. Advised patient to change the headset. Patient removed the headset and reported the cannula was kinked. Patient inserted headset by hand. Reviewed site management. Advised of the insertion assist device. Advised headset should be changed every 2-3 days. Patient successfully delivered the remaining bolus. Patient was sent information on infusion site management, and insertion assist device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.